Manufacturer narrative:
Event and explant dates are approximations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pseudotumor patient was implanted with a ventriculoperitoneal shunt for ¿many years.¿ the shunt was removed in 2014 due to a staph infection.